Event description:
(B)(6) 2015 - no injury alleged. Malfunction alleged. MDR filed. Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the sieve beds have low o2. Associated malfunctions for this device: 4 way valve alarming.